Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were found. One part number 80-0728 1.5mm hex driver tip, locking groove and one part number co-t2318-s 2.3mm x 18mm locking cortical screw were returned for evaluation. The returned devices were examined with magnified photography. Observed phenomena included: the tip of the drive feature on the driver had broken. The fracture pattern was largely smooth/textured with slight oblique angulation/curvature and no noticeable necking (i.e. No signs of ductility). The head of the returned screw was noticeably worn with scratches, indentation, and general marring on surfaces, sides, and near the drive feature. There was wear at the peaks/crests of the four turns of locking thread closest to the screw head; thread shearing had occurred. There was light anodization wear at the peaks/crests of the turns of thread closest to the screw tip. In both cases, the colored anodized outer layer has worn off to reveal the grey metal underneath. There was a hex driver tip embedded within the screw drive feature; this is assumed to be the missing tip of the returned driver as reported in the event description. The damage to the driver (e.g. Largely flat fracture plane, oblique angle to axis, no necking) suggests a brittle failure mode. Brittle failure modes may occur in scenarios where large torques/loads are applied very quickly. Addiionally, as the returned driver had a fracture plane at an oblique angle to the device axis, this may suggest that off-axis loading could have potentially also contributed to the failure; however, due to unknown surgical conditions, based on the information received, the root cause could not be determined.

Event description:
It was reported during surgery, when the surgeon was inserting the locking screw, the driver tip broke. The surgeon was able to remove the piece of the broken driver tip, and no fragments were left in the patient. This report is related to report number 3025141-2023-00323 for the screw involved in this event.